Event description:
As reported by the user facility: end users are experiencing air bubbles in the lines, triggering the air detector alarm and causing the blood to be unreturnable to the patient upon treatment completion, so they lose blood, as we have to throw away the blood lines with patient blood inside of them.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) unused samples were provided for evaluation. The samples were visually evaluated, and no defects were observed. Thereafter, the samples were luer taper tested and no failure at both side of the arterial line and the venous line were observed. The samples were subjected to functional leakage test following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage failure on any of the samples. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed to be related to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.